Event description:
When the tpe was in use, one yellow safety adapter became loose without manipulation. The patient went into complete asystole and had to be re-animated. An unused sample from the same lot will be sent back for evaluation. Actual sample was discarded.